Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle experienced cannula breakage during use.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle experienced cannula breakage during use.

Manufacturer narrative:
Investigation: one opened 32g x 4mm pen needle sample and two photos were returned from an unknown lot no., cat. No. 320136. Visual examination of the returned sample and photos was carried out and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.